Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One partially applied single use loading unit (sulu) with disrupted timing was received. Microscopic inspection noted scratches on the inner tube of the sulu. The returned sulu could not be loaded onto a test device due to the disrupted timing of the loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the scratches on the inner tube. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia, at the 3rd firing, release could not be performed normally. The device was removed from the tissue by force but no tissue damage was caused. Both of the two device's handle squeezing were not full. The procedure was completed with another device. There was no patient injury.